Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. Two opened probes were received, with a tip protector, in a tray, for the report. Both samples were visually inspected and found to be nonconforming with orange/brown foreign material on the port face and clear/white foreign material on the welded cap. The sample 1 was then functionally tested for actuation and cut. The sample 1 was found to be conforming for both functional tests. The sample 2 was then functionally tested for actuation and cut. The sample 2 was found to be conforming for actuation, and nonconforming for cut. The sample 2 probe was disassembled and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed at the bend area and several other locations along the inner cutter. Black/grey foreign material was observed along the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio-frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample 1 was found to be functionally conforming, therefore a cut failure as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The complaint evaluation for sample 2 confirms the probe had a cut failure. The root cause for the cut failure is due to the excessive surgical use of the probe. The vitrectomy probe is verified for 20 minutes of use at maximum cut speed per the probe direction for use (dfu). Although the reported event was reported to have occurred during testing, prior to surgery, it appears that the probe has experienced a use much greater timeframe than designated per the dfu. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. No action was taken as the returned sample 1 probe was functionally conforming. The reported cut failure of sample 2 was due to excessive use of the probe by the user; therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
The nurse reported that probe could not cut before the surgery. The surgery was completed after replacing the product with another one. The procedure type was unknown. There was no specific impact to the patient.